Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specifications during the final inspection. Upon reception, the distal part of the lead was identified bent, most likely related to handling during implantation procedure. As no x-rays or fluoroscopies images were provided, it was not possible to determine at which step of the procedure the distal tip bending occurred. The fixation mechanism was tested and could not be extended. Cleaning did not restore screw extension, likely due to residual tissue and possible distal deformation. The lead was cut to activate the fixation mechanism, resulting in only partial extension. The full screw length¿from the welding on the driver to the tip¿was then measured at 5.18 mm, within specification. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, it was challenging to advance the vega m lead into the subclavian vein due to the patient's tightly vein. All available stylets were used. The ventricular lead was initially positioned twice in the mid-septum and once in the lower septum. Each time, the screw was properly extended, but the lead dislodged immediately after slightly removing the stylet. As a result, the vega m lead was removed and replaced with a medtronic lead, which advanced easily through the subclavian vein and was successfully positioned with good electrical parameters.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was challenging to advance the vega m lead into the subclavian vein due to the patient's tightly vein. All available stylets were used. The ventricular lead was initially positioned twice in the mid-septum and once in the lower septum. Each time, the screw was properly extended, but the lead dislodged immediately after slightly removing the stylet. As a result, the vega m lead was removed and replaced with a medtronic lead, which advanced easily through the subclavian vein and was successfully positioned with good electrical parameters.